Event description:
Informed that pt's feeding tube was broken. Pt had a surgically placed halyard g-tube 20 french placed. Nurse reported turning the syringe to connect for feeding and outer rim broke. The outer rim of the g tube stayed threaded on the syringe tip when disconnected. Syringe can still be connected but has to be held a certain way to keep connected, have been using medport for feeds as needed. This will be reported to national logistics as well.